Event description:
A nurse reported a system message was received during a procedure that would not clear. The system was exchanged to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).